Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an infected rash under the lifevest equipment. Patient described the area as a rash that is possibly infected. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Follow up indicated that some of the skin irritation improved, but the outcome of the whole irritation is unknown as follow up attempts were unsuccessful.